Event description:
It was reported that an ilet pump displayed an unresponsive screen, and visual inspection under light showed a cracked led display; the device was shut down and a replacement was arranged, with instructions provided for returning the original and for data resynchronization and startup on the replacement. Symptoms included no reported adverse clinical effects. Outcomes included no change in patient condition, continued use of cgm on dexcom g7, and temporary interruption of ilet use pending replacement. Investigation included a review of device function through customer interview and troubleshooting, assessment of user guidance provided, and arrangements for device return evaluation. Investigation of this case revealed physical damage to the display consistent with screen cracking, with no reported alerts or alarms and no evidence of a systemic device malfunction. It was concluded that the event was attributable to a damaged display component, and the device will be evaluated upon return to confirm the failure mode.